Event description:
The customer reported via phone call that the insulin pump's battery cap could not be removed due being stripped. During troubleshooting, the customer stated that using a tool worsened the damage and was still unable to remove the battery cap. Blood glucose level at the time of the incident was 527 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The insulin pump had minor scratches on lcd window.